Event description:
It was reported that while testing for the flu with kit flu a+b 30 test physician veritor a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The following information was provided by the initial reporter: customer believes the veritor flu assay is producing false positives.  Symptomatic patient tested july 15 as flu a positive. Patient treated and released. Same patient came back august 10 and once again tested flu a positive. This time pcr was also provided and came back negative. Customer now questions validity of all positives they have been receiving on the veritor.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (mn# 256045), batch number 0069709. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for the flu with kit flu a+b 30 test physician veritor a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The following information was provided by the initial reporter: customer believes the veritor flu assay is producing false positives.  Symptomatic patient tested july 15 as flu a positive. Patient treated and released. Same patient came back august 10 and once again tested flu a positive. This time pcr was also provided and came back negative. Customer now questions validity of all positives they have been receiving on the veritor.

Manufacturer narrative:
The following field has been updated with corrected information: b3: date of event: (B)(6) 2021.

Event description:
It was reported that while testing for the flu with kit flu a+b 30 test physician veritor a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The following information was provided by the initial reporter: customer believes the veritor flu assay is producing false positives.  Symptomatic patient tested july 15 as flu a positive. Patient treated and released. Same patient came back august 10 and once again tested flu a positive. This time pcr was also provided and came back negative. Customer now questions validity of all positives they have been receiving on the veritor.